Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2021 the customer alleged the insulin pump has cosmetic damage and high blood glucoses. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Pump received with cracked keypad overlay, minor scratches on lcd window, broken belt clip rails and keypad overlay texture damage. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test , delivery accuracy test and self test. No unexpected insulin flow blocked alarm noted during testing. However, no delivery alarm noted in the history downloaded on (B)(6) 2021 03:47:29.000. In summary, the insulin pump passed functional testing including the self test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, delivery accuracy test and the displacement test. No "no delivery" anomaly noted during testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
On 05/21/2021 the customer alleged the insulin pump has cosmetic damage. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Device received with cracked keypad overlay, minor scratches on lcd window, broken belt clip rails and keypad overlay texture damage. The insulin pump passed the displacement test and self test. In summary, the insulin pump passed the self test and the displacement test. However, the insulin pump was received with clear retainer ring and physical damage. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = clear on (B)(6) 2021 the customer alleged the insulin pump has cosmetic damage and high blood glucoses. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Device received with cracked keypad overlay, minor scratches on lcd window, broken belt clip rails and keypad overlay texture damage. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test , delivery accuracy test and self test. No unexpected insulin flow blocked alarm noted during testing. However, no delivery alarm noted in the history downloaded on (B)(6) 2021 03:47:29.000. In summary, the insulin pump passed functional testing including the self test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test , delivery accuracy test and the displacement test. No "no delivery" anomaly noted during testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The initial report was submitted with the wrong aware date in g4. The correct date is (B)(6) 2021. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had retainer ring issue and reservoir was unable to lock in to place properly. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.